Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the performa nano system: 06:16 - 356 mg/dl, 06:17 - 271 mg/dl, 06:26 - hi (>600 mg/dl), 06:26 - 228 mg/dl, 06:27 - 268 mg/dl. No adverse event reported. Requested return of suspect device for evaluation.